Event description:
It was reported that while using the unspecified bd¿ syringe leakage occured. The following information was provided by the initial reporter, translated from chinese to english: the nurse prepared the injection and found that the syringe was leaking

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. D.4. Medical device lot#: 2017126 was reported, however, this is not a lot # manufactured for the reported unspecified bd¿ syringe. E.1. Initial reporter phone #:(B)(6) . H.4. Device manufacture date: unknown. H6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the unspecified bd¿ syringe leakage occured. The following information was provided by the initial reporter, translated from chinese to english: the nurse prepared the injection and found that the syringe was leaking.